Event description:
Same as MFR report #: 6000093-2005-01031 it was reported that 6 days after a drug eluting stenting treatment procedure, a stent thrombosis occurred. The target lesion was located in the mildly tortuous, moderately calcified 100% stenosed right coronary artery (rca). The rca diameter is reported to be 3.0 mm the rca was predilated with a 2.25 x20 sprinter balloon. A 2.75 x 32 mm and a 3.00 x 16 mm taxus express2 drug eluting stent were placed in the rca. The procedure was successfully completed, the pt was placed on plavix and discharged. It was reported that the pt did not received their prescriptions, therefore did not take plavix. Six days after the procedure the pt presented to another hospital with complaints of chest pain and was brought back to the cath lab. A thrombus was seen in the proximal rca stent and was treated with angiojet. There were no further complications reported. The pt's status is reported as 'stable'. In the opinion of the physician the thrombus is not related to the stent.